Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Contact reported a blood glucose level was 312 mg/dl. It was indicated that a correction bolus was administered via the insulin pump.